Event description:
The patient reported that the 'down' button has become intermittently unresponsive. The patient denies any change in activity leading up to the event. Patient wears pump on leg band, and denies physical damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The 'down' button was found to be intermittently responding. The keypad was removed for further investigation. The 'down' button contact was found to be misaligned. Evidence of keypad adhesive was observed under the button contacts.